Manufacturer narrative:
The investigation results for this complaint are: involved protaper gold shaping file s1 25mm that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1897289). In his declaration, the practitioner stated having prepared the glide path by using only a k-file size 010 before to use the protaper gold shaping file s1 25mm. Per IFU, we recommend to prepare the glide path with k-files size 010 and 015 at once. We can consider that there was a customer misuse on that point. We invite the customer to step 5 + 6 of the step-by-step instructions to reach a workflow with reduced file stress and smooth transitions between files. Root cause is customer misuse.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold s1 25mm ster file broke during use. The broken part located in the canal of #26 could not be retrieved. A root-end resection may be necessary for tooth 26. The patient was not injured.